Event description:
It was reported the patient experienced shortness of breath and chest distress approximately two hours into hemodialysis therapy with a polyflux 140h set. The patient was treated with 5 mg of intravenous dexamethasone sodium phosphate and ¿sublingual fast-acting life-saving pills¿ (not further specified). The event lasted roughly 10 minutes and the symptoms were mitigated after treatment. It was further reported the patient is ¿allergic to the material of the fiber filter within the dialysis device¿. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.